Manufacturer narrative:
(B)(4) suggested component code: mechanical (g04) - stem. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the implant sat 3-4mm higher than the broach. The surgeon expressed that this was noticed with implants that come from older boxes. No known impact or consequence to the patient.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: d1; d2; d4; g3; g4; h2; h3; h4; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.